Manufacturer narrative:
No conclusion code available. The reason for stuck stylet could not be determined. A reference stylet could be fully inserted and removed directly through the lead body and the connector portion. (B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead stylet exhibited difficulty withdrawing from the lead. Great force was used to withdraw the stylet from the lead. The internal lumen was flushed with saline solution and another guidewire was attempted but it exhibited difficulty inserting into the lead. The lead was not used and replaced. The patient experienced no adverse consequences.